Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 694765, lead; implant: (B)(6) 2012. (B)(4).

Event description:
It was reported that post-op it was discovered that the patients left ventricular (lv) lead may potentially be causing some diaphragmatic stimulation. Follow-up was completed and the field representative is unaware if any programming changes were completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.